Event description:
The implant broke and a second surgery was required.

Manufacturer narrative:
Technical discussion with the surgeon was conducted to explain that he chose a staple that was too small according to the pt's anatomy. The visual inspection confirmed the breakage of the staple. As instructed by (B)(6) on (B)(6) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by (B)(4).